Manufacturer narrative:
The device was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be torn. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 22 mmol/l (396 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours.